Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue, diagnostics revealed high impedances on a lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead associated with the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227570. Common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:9185219. Common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227572.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.